Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2024 and absorbable straps were used. After 4 successful shots and correct use of the product, it jammed with the trigger in pressure position. Advised the instrument technicians to rinse the tip with physiological solution, which after several attempts was unjammed, but the trackers came out without force and in the wrong position, thus losing 4 of these. This action worked and it fired 2 more correctly before jamming again, so they decide to discard the product and order a new one with which the procedure was successfully concluded. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: ¿ what is the lot number? Lote:100es8. ¿ is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. No, the device was discarded by the operating room staff. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.